Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an esophagectomy, the tip of the device disengaged while suction was being performed on the pt. The piece did not fall into the pt cavity. The dissector may have came into contact with a metal retractor or metal clip during the procedure. There was no pt injury.